Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient became ischemic and hypotensive. Cardiopulmonary resuscitation (CPR) was performed for approximately twenty-five minutes; however, the patient did not recover and died. It was reported the physician suspected the patient had a suicide ventricle and confirmed no effusion or dissection had occurred. An autopsy was not performed.